Event description:
A report was received that the patient's ipg was coming out of the skin. The patient underwent pocket revision wherein the ipg was explanted and replaced with a new one per physician's preference. The device was working properly prior to the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.